Manufacturer narrative:
The device was not returned for investigation. Root cause can not be determined without evaluation of the device.

Event description:
On (B)(6) 2024, after 7 hours use of a nautilus oxygenator, clots were observed in the upper center of the membrane lung. The patient had previously been on heparin or other anti-coagulant therapy (unspecified). No efforts were made to reduce the clot (change in anticoagulation), act value was 156 seconds. Low gas exchange was not observed and donor blood, whole or components, were not given to the patient at the initiation or during ECMO. The patient was not septic. The device was replaced to complete the procedure. There was no adverse patient effect. The patient was reported as alive with no injury.